Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the instrument did not fire. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.